Event description:
A (B)(6) female was implanted with an acticon device on (B)(6) 2003. On (B)(6) 2005, the balloon was revised. On (B)(6) 2008, the entire device was removed and replaced because of fluid loss. A request for the device was sent and the device was not returned for analysis. No further information has been provided.

Manufacturer narrative:
Add'l catalog #s: 72402287, 72402106. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.